Event description:
Customer reported that their freestyle libre sensor is "causing an electric shock." Customer further reported, "the sensor is causing like a jolt out of nowhere, like an electric shock but it goes away right away." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(4). Has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was properly seated in the mount. No evidence of electric shock was observed. The sensor was de-cased and a visual inspection was performed on the printed circuit board assembly (pcba). No evidence of electric shock was observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). A power consumption test was performed and the results were within specification. No damage was observed upon visual inspection of the internal components of the sensor. The sensor¿s battery was intact with no damage. The battery produces voltage that is insufficient to produce an electric shock. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre sensor is "causing an electric shock." Customer further reported, "the sensor is causing like a jolt out of nowhere, like an electric shock but it goes away right away." There was no report of death, serious injury, or mistreatment associated with this event.